Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not received effective stimulation (only received left side stimulation) since implant due to the scs lead's location. An sjm representative was unable to resolve the issue with reprogramming. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which an additional scs lead was added which resolved the issue.